Event description:
Patient underwent an endovascular bilateral stent bypass procedure and was found to have no left lower extremity pulse immediately after completion of the procedure. An exploration of the previous wound and intravascular site were initiated and a piece from the preclose proglide suture mediated closure device was discovered in the intravascular space by the surgeon. The same type of device failed before this one by not suturing the artery.